Manufacturer narrative:
Investigation on the reagent kit lot did not identify any product issue. Based on the analysis of the provided data, the sample tested on cobas liat system were at/near the limit of detection (lod) of the cobas liat test. A low level of viral material is present in the sample and results are expected to waver from run to run. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. No product problem found in the reagent kit investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged the generation of discrepant results for 5 patients samples when using the kit cobas 6800/8800 sars-cov-2 test compared to the retest results. The alleged samples were tested four times in different assays. (B)(6). Both the initial positive and retest negative results were released. No harm was alleged. An investigation was completed to evaluate the customer issue. The samples were nasopharyngeal swabs in dewei vtm virus sample collection tube. The products¿ method sheets indicates this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt®) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media,or 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate result. Five (5) mdrs will be filed, one per patient, as per FDA guidance.